Manufacturer narrative:
Reported event: it was reported that "over the last two weeks three mics powers have needed replacement due to screws in the mouth, where the attachments insert, breaking or falling out. Attachments are very loud during cutting and vibrating violently. Attachments seem to be running mics. All attachments need replacement. Case type: tka." Product evaluation and results: functional inspection confirmed the event. The saw produces excess noise when connected to a known working mics. Product history review: a review of device history records shows that devices were inspected and devices were accepted including serial (B)(6). A review revealed that the non-conformances are not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35061117 shows no additional complaints related to the failure in this investigation. Conclusions: the failure confirmed via inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Over the last two weeks three mics powers have needed replacement due to screws in the mouth, where the attachments insert, breaking or falling out. Attachments are very loud during cutting and vibrating violently. Attachments seem to be running mics. All attachments need replacement. Case type: tka.

Event description:
Over the last two weeks three mics powers have needed replacement due to screws in the mouth, where the attachments insert, breaking or falling out. Attachments are very loud during cutting and vibrating violently. Attachments seem to be running mics. All attachments need replacement. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that "over the last two weeks three mics powers have needed replacement due to screws in the mouth, where the attachments insert, breaking or falling out. Attachments are very loud during cutting and vibrating violently. Attachments seem to be running mics. All attachments need replacement. Case type: tka" product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Product history review: a review of device history records shows that on 01/06/18 50 devices were inspected and 11 devices were placed on: qt18-01-0014. A review of the data revealed that the non-conformance's are not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35061117 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in h3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Over the last two weeks three mics powers have needed replacement due to screws in the mouth, where the attachments insert, breaking or falling out. Attachments are very loud during cutting and vibrating violently. Attachments seem to be running mics. All attachments need replacement. Case type: tka.